Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: unk, unknown head, unk; 00877503202, bioloxâ® deltaceramic femoral head, 2828933; 00784804301, modular neck taper, 63228859; 00632005032, liner, 62713034; unk, unknown cup, unk; unk, unknown stem, unk. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 06076.

Event description:
It was reported that a patient was revised due to recurrent dislocation. During the procedure when the hip was reduced and taken through range of motion, there was significant positioning noted of the head. There was no harm to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: unknown cup, catalog # unknown, lot # unknown; unknown head, catalog # unknown, lot # unknown; modular femoral stem press-fit plasma sprayed cementless size 12.5, catalog # 00771301200, lot # unknown; modular neck j2 12/14 neck taper use with +0 heads only, catalog # 00784804301, lot # unknown. Reported event was confirmed through receipt of revision operative notes. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Revision operative notes noted, "the tensor fascia lata was very thin. The patient also had a very thin subcutaneous tissue. The gluteus medius was intact and healthy muscles were noted. The gluteus maximus, however, was much thinner. The fluid collected was sent to culture. The gram stain did return, showing no organisms. Hip was then taken through a range of motion and it was difficult to fully dislocate the hip. A rotation past 90 degrees and hip abduction of approximately 30 degrees was required to dislocate the hip. No instability was noted in abduction, extension, and external rotation as well as adduction, extension, and external rotation. The head, neck, and liner were removed. Due to the thin soft tissues and the stretchiness of the soft tissue, it was felt that this would put the patient at risk for dislocation." However, root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.